Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional tests, service history review, and a review of the alarm log were performed. The damaged pole clamp was identified during visual inspection. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged pole clamp. This occurred before use, so there was no patient involvement. No additional information is available.